Event description:
Customer called to report the insulin pump has unresponsive buttons. Blood glucose reading was 138 mg/dl. Down arrow button was unresponsive until pressed down hard by the customer. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.